Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's eval, false upstream occlusion alarms were not reproduced. The device was found out of specification with respect to the reported alarms. The false messages were confirmed through review of the event history log. The upstream sensor was replaced.